Event description:
It was reported the patient (B)(6) was not receiving adequate therapy coverage from her surgical lead. The patient reportedly needs coverage down to her left foot. Reprogramming was performed in attempt to rectify this issue but was unsuccessful. In an effort to capture adequate coverage, surgical intervention was undertaken on (B)(6) 2012 to add a percutaneous lead. The day following the procedure an infection was detected. Subsequent post-operative review found the original surgical lead was no longer providing the coverage it had previously as the patient now reports experiencing stimulation in her right leg and under her right thigh. Additional reprogramming will be undertaken in attempt to rectify this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.